Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results from results obtained of 273 and 39 mg/dl fasting, 229 and 246 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl; expected non-fasting range was not provided. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that a month and a half ago (does not recall date), he had symptoms of low blood sugar, was incoherent and not responding. An ambulance was called, the diagnosis was hypoglycemia and customer was given an IV for 30 minutes to elevate his blood sugar. Customer does not recall what his blood glucose test result was. Customer did not go to the hospital. Customer continued to use the truemetrix meter. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history:result 1 :229mg/dl date: (B)(6) 2018 time:11:10am non-fasting;result 2 :246mg/dl date: (B)(6) 2018 time:11:05am non-fasting;result 3 :273mg/dl date:(B)(6) 2018 time:10:09am fasting;result 4 :140mg/dl date:(B)(6) 2018 time:06:03am fasting;result 5 :39mg/dl date:(B)(6) 2018 time:02:28am fasting.